Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Event date is an approximation. On (B)(6) 2024, the patient was foaming at the mouth while sleeping at 7:10pm. The spouse reportedly checked the pump cmg display device and the reading was 244 mg/dl. The bg was not checked. The spouse reportedly wiped the patient's mouth and took the dogs outside. Twenty minutes later, the patient was still foaming at the mouth and exhibiting hypoglycemic shock. The spouse checked a bg and it was 34 mg/dl while the tandem tslim in modified closed loop display device was 284 mg/dl. The spouse called 911. The bg were 11, 44, and 15 mg/dl while the cgm on the pump display device was reportedly 200 mg/dl different. The patient was treated with IV, dextrose, and narcan. He was transported to the hospital where he had 2 "akg" and x-ray, urinalysis, and blood work. At the time of the report, the patient was still inpatient and was stable awaiting dialysis. He was reportedly discharged after 24 hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia.